Event description:
Pt reported high values vs another meter. Ibgstar meter gave glucose value of 255 mg/dl, pt injected 2.5ui of insulin and blood glucose value was suddenly reduced to 47 mg/dl when it should have been 100 mg/dl. Pt was not hospitalized.

Manufacturer narrative:
Meter requested from customer. Report will be updated if add'l info becomes available.